Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: the display was found to be dim and discolored. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the display was found to be dim and discolored. Unrelated to the event the keypad was found to be worn and peeling from the base. All of the keypad buttons were responding. The keypad was removed and contamination was observed under all of the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.